Event description:
Event description boston scientific received information that a lead revision procedure was performed for this ventricular lead due to impedance measurements greater than 2500 ohms, a lead fracture with no capture and no sensing. The lead was surgically abandoned and replaced. The pacemaker was electively explanted at the procedure due to less the 1.5 years remaining on battery, it was therefore replaced while the pocket was open. The patient had no adverse effects.